Manufacturer narrative:
The returned device was evaluated. When powered on an led segment on the led digits display does not illuminate. The device was able to obtain readings; however, the values were unclear. Internal inspection showed the failed led segment on the system circuit board had multiple open circuits across its nodes. The led segment on the system board has failed due to the open circuits. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device is missing led segments on the numeric display. No consequences or impact to patient was reported.